Manufacturer narrative:
It was reported that the grounding pad used was not a karl storz product. Since the autocon iii vet did not contribute to the incident we have informed bowa of this incident as they are the manufacture for the grounding pad. We are reporting this as an abundance of caution. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the incident of a dog getting burned during a case was reported. According to the additional information available, the physician stated that the incident was due to improper positioning of the grounding pad or poor contact with the grounding pad. In addition, it was reported that the grounding pad used was not a karl storz product. Since the autocon iii vet did not contribute to the incident and the grounding pad is manufactured by bowa. A notification has been sent to bowa the manufacture for the grounding pad to inform about the incident.